Event description:
Rec'd info regarding multiple cartridge alarms (cartridge alarm 19) during the load process. Customer's blood glucose level was impacted. Reportedly, the customer reused cartridges and the insulin was degraded.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been rec'd. A f/u report will be submitted.